Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved, resulting in device non-use. It is unknown whether there are plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with another manufacturer's device. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed on (B)(4) 2013.